Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated that his blood glucose was 140 mg. Customer stated that the alarm was resolved by a complete set change. No troubleshoot performed due to infusion set and reservoir have been changed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.